Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device replacement is expected within the next three months, however the procedure has not yet been scheduled. This pacemaker remains in-service, no adverse patient effects were reported. Additional information was received. This patient has deceased due to an unrelated cause. This pacemaker remains implanted and therefore is not expected for return.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device replacement is expected within the next three months, however the procedure has not yet been scheduled. This pacemaker remains in-service, no adverse patient effects were reported. Additional information was received. This patient has deceased due to an unrelated cause. This pacemaker remains implanted and therefore is not expected for return.